Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged approximately two weeks post implant. The lead had moved from the patient's septum into the apex. The physician commented that guidant's lead was too heavy; a lighter lead would have stayed in place on the septum. It took ten attempts to reposition the lead to the physician's satisfaction. There were no patient conditions reported with this clinical observation.